Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited far p oversensing. No changes or intervention was performed. The patient was in stable condition.